Manufacturer narrative:
(B)(4).

Event description:
It was reported that low level, high frequency noise which was inhibiting pacing was observed upon reviewing the egm. Myopotential oversensing was suspected. Programming changes were recommended. Patient will be monitored with routine follow-up.